Manufacturer narrative:
Device explanted due to eos on (B)(6) 2020. The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The returned device data have been inspected. The battery status was found to be eos, detected by the device on august 28. Analysis of the shock holter data showed that an amount of 128 charging cycles was performed by the device between 10:35pm of 27-aug-2020 and 6:20am of 28-aug-2020. As a result of that successive charging the eos battery status had occurred. The amount of charge taken from the battery was verified, revealing that the battery condition is as expected. The current consumption was also inspected and found to be normal. There was no indication of a device malfunction. However, should additional relevant information or the device itself become available, this investigation will be updated.

Manufacturer narrative:
Device explanted due to eos on (B)(6) 2020. Upon receipt, the ICD was interrogated, revealing the eos battery status. The device was implanted for 28 months and 339 charging cycles were recorded in the icds memory. The eos status was detected on (B)(6) 2020. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the ventricular as well as in the far field channel, leading to multiple shock deliveries, confirming the clinical observation. Therefore a sensing test was performed and the device sensed the applied heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. There was no indication of a device malfunction. Analysis of the shock holter data showed that an amount of 128 charging cycles was performed by the device between 10:35 pm of august 27th and 6:20 am of (B)(6) 2020. As a result of that successive charging the eos battery status had occurred. The amount of charge taken from the battery was verified, revealing that the battery condition is as expected. The current consumption was also inspected and found to be normal. There was no indication of a device malfunction. In a next step, the eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The ICD functioned as specified. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the ventricular as well as in the far field channel, which led to multiple shock deliveries, confirming the clinical observation. However, a thorough analysis of the ICD proved the device to be fully functional. The battery condition was anticipated. There was no indication of a material or manufacturing problem.

Event description:
It was reported that this device reached eri on (B)(6) 2020 after a shock on the rv lead. Later the same day the device activated the eos battery status. The device remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
Device explanted due to eos on (B)(6) 2020.